Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# va0ff2n, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the system had been working fine since the implant on (B)(6) but the last couple of days, the patient had had problems at night. The patient tried increasing the setting but it became painful. The patient was on program 1 at 3.5 and during the report they changed to program 2 at 2.4. The patient was going to try this setting for a while. It was further reported that there was a loss of therapeutic effect. The patient noticed a loss of symptom control at night a couple of days prior to the report. The patient left their stimulation on all the time and they could feel the stimulation. The patient thought they may have had a urinary tract infection and they were going to see their doctor a day after the report.